Event description:
The hcp reported the patient developed wound dehiscence and supraorbital neuralgia; the lead was protruding in the right frontal region. The lead was explanted in 2006, and replaced two months later. The patient has not been seen by the hcp since 2006. Refer to medwatch report # 2182207-2007-01328.